Event description:
The pt reported that in 2008, the luer lock on his insulin infusion set separated from the tubing. He stated the tubing had been in use for 1 week when this happened. He stated he immediately changed the tubing. The pt stated he was aware of the recall. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.